Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge and occlusion alarms occurred. Pump system check was performed and source of blockage could not be determined. Customer changed the cartridge and infusion set to resolve the occlusion and changed the cartridge to resolve the cartridge alarm. Customer's blood glucose was in the 300 mg/dl range. Reportedly, customer used admelog insulin which was not labeled for use with the pump.